Event description:
The initial reporter received questionable roche elecsys folate iii and elecsys cortisol ii results for one patient tested on a cobas 8000 e 602 module. The initial folate and cortisol results were not reported outside the laboratory. The customer performed repeat testing with the samples. At 18:59, sample 1 had an initial folate result of 20.00 ng/ml with a data flag. At 22:02, sample 1 had a repeat folate result of 14.00 ng/ml. At 22:03, sample 1 had a 1:2 diluted folate result of 13.32 ng/ml. At 14:38, sample 2 had an initial folate result of 0.054 ug/dl with a data flag. At 18:19, sample 2 had a repeat folate result of 3.49 ug/dl. At 19:49, sample 2 had a repeat folate result of 3.53 ug/dl. The cortisol reagent lot number was 529080 with an expiration date of 28-feb-2022. The folate reagent lot number was 501636 with an expiration date of 28-feb-2022.

Manufacturer narrative:
The investigation reviewed the qc results and confirmed the results were ok. Based on the provided data, a general reagent issue could be excluded. The customer's pre-analytical details were requested but not provided. The investigation reviewed the system's alarm trace and found "abnormal sample aspiration" alarms. The investigation confirmed the system maintenance was ok. The investigation did not identify a product problem. The cause of the event could not be determined.